Event description:
Pt was watching television and right (od) eye became uncomfortable. Contact lens was stuck on eye and could not be removed. Pt presented at hospital emergency room. Lens was flushed from eye and was lost down drain. Physician examined eye and diagnosed corneal abrasion. Eye was treated with dexamethasone-tobramycin ophthalmic (tobradex 0.1%-0.3% suspension) and prescribed acetaminophen-codeine (tylenol with codeine #3). The eye was patched and the pt released with follow-up instructions. As of 26 days later the pt was fully recovered with no complications of the abrasion.